Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On 21-april-2024, it was reported by the patient that he experienced a hyperglycemic episode on the first day of infusion set use. In the troubleshooting it was found that cannula was bent. Infusion set was placed in the abdomen. Blood glucose level was 350 mg/dl and current value was 239 mg/dl. High blood glucose level was treated with the help of infusion pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.